Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are also unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide:  model: ust400,  17845-5a-aw rev b 09/17.  Checking your blood glucose:  chapter 4 / page 36.  Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.  Omnipod insulin management system ¿ user guide:  model: ust400,  17845-5a-aw rev b 09/17.  Changing your pod:   chapter 3 / pages 33.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. Patient also reported the pink slide did not move forward, which indicates a needle mechanism failure. As treatment, manual injections (3-5 units) were delivered and a new pod was applied.

Manufacturer narrative:
The device was received with the needle deployed and the pink slide insert was visible in the viewing window. No damages or defects were found with the needle mechanism. The device functioned as intended. No damages were observed with the exposed portion of the soft cannula during investigation. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. The downloaded data returned an 0x18 alarm. It was observed during investigation that the plunger ran to 0% filled. The downloaded data showed no signs of struggle or pulse width increase that would result in a failure to deliver insulin. No other damages or defects noted during the investigation.